Manufacturer narrative:
Patient age: patient age is currently unknown, although it is currently assumed that the patient was in their 80's or early 90's. Event date: currently unknown, although it is currently assumed to be the week of (B)(6) 2018. (B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was placed into the kidney of a male patient during an unknown drainage procedure. It was noted right away that the catheter was leaking at the mac-loc insertion site. The device was then removed and a like device was opened and placed into the patient. The procedure was successfully completed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, as well as a visual inspection and dimensional verification of the returned device were conducted during the investigation. One locked 8.5fr catheter was returned in used and damaged condition for evaluation. The device was returned in two pieces. The first was comprised of the mac-loc hub, connector cap and approximately 0.5cm of tubing. The second piece was comprised of approximately 28cm of catheter tubing beginning with a separation and ending with the distal pigtail, with the separation appearing to be a cut. Biological matter was present on the device with no additional surface damage noted. Upon physical examination the number of threads showing on the adapter was greater than what was detailed in the manufacturing specifications, and because of this, the device was found to be out of specification. A leak test conducted was unable to confirm the presence of a leak. Tug and twist tests revealed that the proximal assembly was secure, however the catheter tubing was noted to be able to freely rotate within the cap, indicating that the flare was not fully secured. Upon removal of the connector cap, the suture string was found slightly wound in the threads. The flare appeared to be within specification, but due to compression of the flare within the cap and the potential for damage upon removal, it cannot be determined if the flare was manufactured to specifications. Additionally, a document based investigation evaluation was performed. The instruction for use (IFU) instruct the user to inspect the product prior to use to ensure that no damage has occurred. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product and the results of our investigation, a definitive cause could not be established. Appropriate personnel have been notified. Measures have been taken to address this failure mode. Cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.